Manufacturer narrative:
During a preventative maintenance (pm) service, the getinge field service engineer (fse) discovered that there were several lines across the display. To fix the issue the fse replaced the display which corrected the issue and then performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation. The initial reporter is a getinge employee who has different contact details from that of the event site. A contact person at the event site is (B)(6).

Event description:
It was reported that during a preventative maintenance (pm) service repair performed by a getinge field service engineer (fse), found that the cardiosave intra-aortic balloon pump (iabp) had several lines on the display. There was no patient involvement, and no adverse event reported.